Manufacturer narrative:
Correction to h6 based on additional information. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for deployed valve exhibits central regurgitation was unable to be confirmed due to unavailable of medical record/imagery. An existing technical summary written by edwards lifesciences has been documented that the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant includes valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and flowco testing for each valve). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and how to deploy valve. As reported, 'it was a 23mm sapien 3 case in aortic position with non annular calcification and severe calcification on the leaflet by transfemoral approach. During procedure, the first valve that was implanted in the desired position (90/10) and once the commander delivery system was pulled out to the descending aorta, severe central regurgitation was observed on tee. Therefore, a second valve was required'. As indicated in the follow up, the patient annulus size was 451mm2, which was recommended to use size 26mm (native annulus area between 430 to 546 mm2) instead of size 23mm per IFU. In this case, the smaller thv (23mm) was implanted, and no paravalvular leak was reported after the procedural, so was potentially over expanded/inflated the valve resulting in central regurgitation. However, the exact inflation volume was not provided for this case. As such, available information suggests that procedural factors (over expanded/inflated valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards china affiliate, transfemoral tavr procedure with a 23mm sapien 3 valve, the valve was implanted in the desired position. However, upon removal of the commander delivery system into the descending aorta, severe central regurgitation was observed on tee. The patient underwent a valve in valve procedure to treat the leak. However, when the second valve was placed at the root of the aorta and prepared for release at 180 beats/minute, the heart suddenly resumed beating on its own, and impinged the second valve into the ascending aorta. At that point, the balloon was kept full inflated and the whole system was pulled to the descending aorta, where the valve was finally released (15ml). A third valve was successfully implanted. No patient injury was reported. Patient was sent to ICU room and was awake the following day.